Event description:
It was reported that this valve was explanted after 7 years and 11 months implant duration due to aortic stenosis. No further information was provided.

Manufacturer narrative:
X-ray explant evaluation not completed.